Manufacturer narrative:
(B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected

Event description:
It was reported that an unknown error message was reported. Data was evaluated and the allegation was confirmed as signal loss over one hour. The probable cause was determined to be the mobile device lost power. The reported event of an unknown error message is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.